Event description:
A hospital in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber, which is included in the rt240 adult dual-heated evaqua breathing circuit kit, failed the leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned chamber. The pressure test result was within the required specification. Conclusion: no fault was found with the returned mr290v chamber. All chambers are pressure tested before they leave the production line and those that fail are rejected. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."